Event description:
The customer contact reported the device slipped down an IV pole, subsequently, a spill of a chemotherapeutic agent was noted. On an unspecified date and time, the device was programmed to deliver an unspecified chemotherapeutic agent. No specific pump programming was provided. It was reported that towards the end of the delivery, the device slipped down the IV pole. At that time, the piercing pin of the tubing set pulled out of the solution container and an unspecified volume of the chemotherapeutic agent spilled on the device, IV pole, and floor. The customer contact reported the "pump and medication did not have any bodily contact with the pt or clinician. There was no adverse pt event." There was no reported delay of therapy critical to this pt. The solution that spilled was cleaned according to the user facility's protocol. No further medical interventions were required. Though requested, no add'l info was provided including specific pt info.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. (B) (4)